Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the target lesion was the right coronary artery (rca) with moderate tortuosity, moderate calcification, a concentric lesion, and 75% stenosis. It was an in-stent restenosis (isr) case. (The unk stent had been implanted more than 6 months before) the voyager balloon ruptured at 15 atmospheres during the 2nd inflation. The balloon was changed to a non-abbott balloon catheter and the procedure was completed. There were no pt effects reported. Though requested, no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Factors that may contribute to balloon damage may include, but not limited to, manufacturing, materials, pt anatomy, pt disease state, associative device interaction, lesion tortuosity, over inflation, or insufficient preparation prior to use. Potential contact with a stent strut or pt anatomy can possible damage outer surface of the balloon at some point during procedure, such that it may result in a rupture upon the inflation attempt. Without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported discrepancy. A review of the device lot history record did not reveal any non-nonconformities which could have contributed to this issue.